Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate hv therapy was observed in a vf episode. Post-sensed t-wave oversensing was noted on the ventricular channel. No further information available.